Event description:
It was reported that an adult quadrox oxygenator was running in an adult veno venous setting and developed a small blood leak from the area around the upper luer connection above the cardioplegia port on the outlet side. Bone wax was applied to plug the leak. There was minimal blood loss. The oxygenator was used for four days and spontaneously started leaking. Flow was at 5l/min. Additional bone wax was used. No pt effects were reported. Ref.: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and corrective actions for the device described in this report. A supplemental medwatch will be submitted if additional information becomes available.